Manufacturer narrative:
(B)(4). Batch # p9149j. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p9149j. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.